Event description:
It was reported that this boston scientific (bsc) implantable pulse generator (ipg) is interfaced to an atrial lead manufactured by a competitor. The patient also is implanted with a competitive right ventricular (rv) leadless ipg. An x-ray identified an out of service competitive rv lead which had been cut near the connector and a portion of the lead was surgically abandoned. The caller reported seeing signals on the rv channel despite the bsc device programed aai and requested data review. A bsc technical services consultant discussed the rv is picking up atrial activity due to the phenomenon of parasitic coupling. Potential programming options were provided. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.